Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter(B)(4) additional information is provided in h6 and h10. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
One smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Functional testing involved three accuracy test and found that the pump was over delivering to the manufacturing specifications. The investigation determined a probable cause of the reported issue to be the expulsor. The expulsor was replaced.

Event description:
Information was received indicating that when a smiths medical cadd-legacy one ambulatory infusion pump was hooked up it was not delivering. No adverse patient effects were reported.